Event description:
It was reported that "after placement of the catheter, there was no problem at first. However, the balloon got ruptured and blood was noted in helium driveline. Therefore, the catheter was removed and replaced with a new one. No injury to the patient was reported and no medical intervention was required. According to the user, the rupture might have been caused by calcification of the patient's aorta." Additional information states that "the initial catheter was inserted from the groin, and the second catheter was inserted from the contralateral groin". Furthermore, "blood was noted in the helium driveline of the 2nd catheter. As a result, the 2nd catheter was removed and replaced with 3rd one. But blood was noted in helium driveline of 3rd catheter. The 3rd catheter was removed. A new catheter wasn't replaced. The patient was under follow-up in the ccu. The balloons got ruptured in all three catheters." No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3010532612-2023-00443 and #3010532612-2023-00409.

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is bk30504. The lot number (18f23b0032) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was supplied 30cc inflation driveline tubing; dried blood spots were noted within the inflation driveline tubing. Upon return, the supplied 0.025" guidewire was noted fully inserted within the iabc central lumen. The distal end of the teflon sheath was at approximately 23.1cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted approximately from 14.1cm to 15.1cm from the distal end of the teflon sheath. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Upon moving the teflon sheath towards the iabc bifurcate, the iabc outer lumen was noted damaged at approximately from 35.2cm to 37cm from the iabc distal tip. The iabc outer lumen was noted unraveled at approximately 36cm to 36.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0064in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document q-96 with similar results. Blood was noted within the interior surfaces of the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document q-96. The 0.025" guidewire was removed from the iabc central lumen without any difficulty; no damage or abnormalities were noted to the guidewire. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using the lt-l-015 in accordance with testing methods from manufacturing procedure 21-7214 rev. 15. A leak was immediately detected from the previously confirmed damaged outer lumen. Upon further microscopic inspection of the iabc bladder, abrasions were observed on the iabc bladder surface at approximately 20.8cm to 21.2cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 21cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. It could not be confidently determined which damage occurred first or what initially caused the blood to enter the helium pathway. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "blood was noted in helium driveline" is confirmed. Upon return, blood was confirmed within the helium pathway. During the investigation, the intra-aortic balloon catheter (iabc) was noted with various damages, including a damaged outer lumen and a full thickness abrasion to the bladder. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Due to the combined damages, it could not be confidently determined which damage occurred first or what initially caused the blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged outer lumen and bladder leak. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after placement of the catheter, there was no problem at first. However, the balloon got ruptured and blood was noted in helium driveline. Therefore, the catheter was removed and replaced with a new one. No injury to the patient was reported and no medical intervention was required. According to the user, the rupture might have been caused by calcification of the patient's aorta." Additional information states that "the initial catheter was inserted from the groin, and the second catheter was inserted from the contralateral groin". Furthermore, "blood was noted in the helium driveline of the 2nd catheter. As a result, the 2nd catheter was removed and replaced with 3rd one. But blood was noted in helium driveline of 3rd catheter. The 3rd catheter was removed. A new catheter wasn't replaced. The patient was under follow-up in the ccu. The balloons got ruptured in all three catheters." No patient harm or injury. The patient status is reported as "fine". See associated mdrs #3010532612-2023-00443 and #3010532612-2023-00409.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.